Manufacturer narrative:
The situation of a pseudo suction was explained to the nurse and the result of the flap supported the possibility of the pseudo suction.

Event description:
The resulting flap was smaller than expected and did not show a hinge. The resulting flap could not be opened.